Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they normally don't use the spinal cord stimulator anymore because it's making the whole situation worse. Caller stated they still have a really bad blockage in their sciatic nerve and their legs are always hurting and the therapy doesn't seem to be relieving the pain. Caller added that they have tried reprogramming several times, but the therapy still doesn't work right. Caller noted that the last time they saw their healthcare provider, the healthcare provider told them they could take the stimulator out if they wanted to, and caller plans to bring that up again at their next appointment. Caller mentioned that they need an MRI today and forgot how to put the device into MRI mode. Agent walked caller through connecting the controller to the implant. Caller confirm med stimulation was off and everything was charged up. Agent reviewed how to access MRI mode. Caller noted that they've had several mris and the implant feels warm during the MRI. Caller stated it's kind of comforting and not bothersome to them but still has a bit of heat to it. Caller repeatedly stated this was normal. Caller stated they have all sorts of screws and bolts in their back. Caller then stated last time they had a blanket in the MRI and got too warm.